Event description:
Meter did not power on. The patient came home acting strange and felt sick. The spousee did not try to test the patient on his meter and contacted emergency services. His blood glucose reading on the paramedic's meter was 38 mg/dl and was treated with glucose. The patient had lost the test strip holder (tsh) prior to the incident. The batteries were replaced recently and were in good condition. Customer care agent (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how long the meter did not power on, readings prior to the incident and diagnosis in the hospital. The complaint is being reported as an adverse event, since it is unknown whether the patient tried to test prior to the event. The patient experienced symptoms and was treated with glucose by the emt's.